Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post paced t wave oversensing. The device was reprogrammed but did not program around the decay delay. Oversensing was no longer present. The patient was asymptomatic throughout the event.